Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider of a clinical study reporting that etiology was due to the recharger.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause was issues with the battery. The ins heating was only an issue at time of charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins). It was reported that the patient's device is slow to charge and her ins can sometimes feel really hot. Her husband removes and re-inserts the battery in the handset but it remains an issue. The handset sometimes locks. A new charging unit was ordered on (B)(6) 2024 and this resolved the issue. The etiology was that the relationship of the event to the device or therapy was a causal relationship. The relationship of the event to the implant procedure was not related. Recharge process was noted and it was specified that there were issues with the battery. Diagnostic methods reported that the patient reported issues with charging on (B)(6) 2024. The issue was resolved without sequelae on (B)(6) 2024. The device diagnosis was handset battery issues.

Manufacturer narrative:
G2: the country of the event is gb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.